Event description:
It was reported that the delivery system was difficult to remove. This 6x120, 130 cm eluvia self expanding stent was selected for use during a procedure to treat a 70% stenosed, mildly calcified, severely tortuous superficial femoral artery lesion. During the procedure, the lesion was predilated using a 6mm balloon. After the stent had been properly flushed and prepared, difficulty was noted when advancing the stent catheter over the non-boston scientific guidewire when placing across the lesion. Extra force was needed for placement, and the stent was deployed without issue; however, the delivery system was difficult to remove. The blue handle was broken off to make it easier to walk back over the wire; however, it was still difficult, and after approximately 10mm, the whole system became stuck on the wire. The system was removed along with the wire and lesion access was regained to complete the procedure. It was noted that the aorta bifurcation was very tortuous and may have caused some of the difficulty to advance. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, a visual and tactile examination identified multiple inner sheath kinks and an outer sheath kink 2mm distal from the distal end of the nose cone. The investigator was unable to advance a guidewire through the device due to the damage noted to the inner/outer sheath. The guidewire used by the customer was not returned for analysis. The device was received with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. A break in the pull grip handle was noted.

Event description:
It was reported that the delivery system was difficult to remove. This 6x120, 130 cm eluvia self expanding stent was selected for use during a procedure to treat a 70% stenosed, mildly calcified, severely tortuous superficial femoral artery lesion. During the procedure, the lesion was predilated using a 6mm balloon. After the stent had been properly flushed and prepared, difficulty was noted when advancing the stent catheter over the non-boston scientific guidewire when placing across the lesion. Extra force was needed for placement, and the stent was deployed without issue; however, the delivery system was difficult to remove. The blue handle was broken off to make it easier to walk back over the wire; however, it was still difficult, and after approximately 10mm, the whole system became stuck on the wire. The system was removed along with the wire and lesion access was regained to complete the procedure. It was noted that the aorta bifurcation was very tortuous and may have caused some of the difficulty to advance. There were no patient complications as a result of this event.